Event description:
Device did not have a scan option even after downloading. Customer stated being unable to get into the device and was unable to obtain the version. No treatment. A request was made for return product and replacement product was sent.